Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an 'er2' message. Per the onetouch ultramini owner's booklet, an error 2 message can be due to 'a strip or meter problem'. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at an unspecified date and time in (B)(6) 2011. The patient stated that she manages her diabetes with oral medication (unknown type and dosage), diet and exercise and denied making any changes to her normal diabetes management routine in response to the reported issue. About a month and half after the alleged product issue occurred, the patient claimed to have developed symptoms of 'weakness, dizziness and blurry vision' but denied receiving any treatment in response to these symptoms. During troubleshooting, the cca was able to walk the patient through the proper usage of the product and the reported issue was resolved. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 (11/20/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.